Manufacturer narrative:
Concomitant product: model: d314drg, ICD; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited sudden rise in rv and svc coils impedance to the current high level. A lead fracture is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.